Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners created pressure on their last molars, #15 and #18, and broke both teeth. Crowns will be needed for these two teeth. They also reported severe jaw pain. Their dentist confirmed the recent changes to their bite caused the molars to bite down incorrectly and split them. Requested additional information and on dental visit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.